Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/24/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? During use how many devices demonstrated the alleged deficiency? 2 in this surgery, however the hcp is generally complaining about this defect please provide the product return status products in transit to loc please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) nurse (B)(6). A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the needle "hooks", threads tear in different places. No patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 the lot/batch reported was not valid, therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product was returned to ethicon for evaluation. One small needle-suture piece was received for analysis. Product code x1153g. During the visual inspection of the sample, no breakage suture was observed. But the extreme was noted to be cut probably caused by a surgical instrument. Besides that, body fluids were noted as well. The functional test was not possible because the suture was received with a short length. The other section of the suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.